Event description:
The daughter of the end user advised that her mother did have incident with chair driving into wall back in (B)(6) 2013. She does have open wound on leg still being treated, but daughter cannot confirm this was due to incident back in (B)(6) 2013.